Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted coronary dilatation catheters, mini trek rx, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue. The other trek balloon dilatation catheter is filed under a separate medwatch report number.

Event description:
It was reported that during a procedure to treat a lesion in the 99% stenosed, mildly tortuous, mildly calcified mid left circumflex coronary artery, two trek balloon dilatation catheters were prepped without soaking and then advanced for pre-dilatation. Both balloons burst before rated burst pressure. No additional pre-dilatation was performed and the procedure was successfully completed with other devices. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.